Manufacturer narrative:
Based on the available information, hemolysis could not be confirmed, as lab findings such as hemolyzed samples, elevated plasma-free hemoglobin, or increased lactate dehydrogenase were not reported. H6, medical device problem code a01, has been removed.

Event description:
A 52-year-old male with a medical history significant for coronary artery disease, diabetes mellitus, and prior coronary artery bypass graft surgery was implanted with an impella cp device for mechanical circulatory support. The indication for use was cardiogenic shock secondary to an acute myocardial infarction. The device was percutaneously implanted via the right femoral artery. Prior to impella support, the patient required inotropic and vasopressor therapies as well as respiratory support. The society for cardiovascular angiography and interventions (scai) shock classification at the start of impella support was stage e, which improved to stage c by the end of support. On post-implant day 0, red-colored urine was observed during intensive care unit assessment. Nursing staff reported that the foley catheter was placed after the patient received large amounts of heparin during the cardiac catheterization procedure. Consequential actions, if any, related to the urine discoloration were unnoted. On post-implant day 1, the impella device was reported to have persistent suction alarms described as ¿unbreakable¿ despite standard troubleshooting measures. Pump performance data indicated flows of 2.7 l/min at p-5 on post-implant day 0, 2.6 l/min at p-5 at 12:13 am on post-implant day 1, followed by a decrease to 1.5 l/min at p-5, which was noted to be out of the expected operating range. The device was subsequently successfully weaned and explanted with a survived patient outcome. The impella cp instructions for use identify hemolysis as a known risk associated with device support, which may present clinically as red or dark-colored urine. The instructions for use further notes that suction events, including persistent or unresolved suction alarms, may contribute to hemolysis and can occur due to certain conditions. In this case, the combination of red-colored urine and documented persistent suction with reduced flow is consistent with a potential hemolytic process that can be related to impella support. However, hemolysis could not be confirmed, as lab findings such as hemolyzed samples, elevated plasma-free hemoglobin, or increased lactate dehydrogenase with at least one of the other factors were not reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the hematuria was not determined due to insufficient clinical details. The cause of the suction was not determined since insufficient clinical details were provided and product was not returned. Device history review: the device passed all post sterile inspection checks.